Event description:
It was reported that the surgeon attempted to inserted an aq2017v silicone three piece and the lens got stuck while advancing in the cartridge. There was no pt contact.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that a haptic is torn off. Both the cartridge and the injector were returned and there was no visible damage noted to either device. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined.